Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 6949-65 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had diaphragmatic stimulation due to high thresholds on the left ventricular (lv) lead. Reprogramming was performed to turn the lead off. The lead was explanted and not replaced more than 2 years later as the patient's condition no longer required bi-ventricular pacing. No further patient complications have been reported as a result of this event.